Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 4:113:1756:8fc2. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump that experienced failure code 4:113:1756:8fc2 was not confirmed or reproduced during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition.this device is a colleague pump with a user interface module software version of 5.07.00.